Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: no defect found; unable to duplicate ¿missing bolus records in the pump¿ complaint. Last bolus delivery was on (B)(6) 2015 @ 09:41am, no activity outside of normal use is observed in the black box. Tdd add up correctly and equal the programmed basal rate target. ¿ez-prime¿ steps were performed correctly; no alarms occurred during the investigation, the pump reflected 24u after a 24hr on 1u/hr basal duration test. 10u normal and 10u audio test boluses were delivered correctly, the pump recorded boluses at the correct time and order. The pump performs within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient experienced a blood glucose (bg) of 350mg/dl with drowsiness and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match. The variation was due to known cause. The patient made changes to basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.